Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2021. Event day and event month were not reported, product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.¿ the lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, two staples on the staple line did not form b's. The staples were "stick" straight in the middle of the staple line. The b's were fully formed on distal and proximal ends. There were no patient consequences.